Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of a black mark on the product. The black stripe was observed to be a ring mark on the cannula and could not be removed by wiping or rubbing the surface of the cannula. The ring mark is considered acceptable as it is part of the cannula manufacturing process. A review of the device history record was completed for the incident lot and based on this review, all product specifications and requirements for lot release were met. Black stripe observed around the cannula. The black stripe is not a loose fm but a ring mark on the cannula. The ring mark is considered acceptable as it is part of the cannula manufacturing process. Furthermore, the ring mark could not be removed by wiping or rubbing the surface of the cannula. Black stripe was observed to be a ring mark on the cannula and could not be removed by wiping or rubbing the surface of the cannula. Investigation conclusion: the black stripe is not a loose fm but a ring mark on the cannula. The ring mark is considered acceptable as it is part of the cannula manufacturing process.

Event description:
It was reported that foreign matter (described as a ¿black stripe¿) was found on a bd angiocath¿ plus IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as a ¿black stripe¿) was found on a bd angiocath¿ plus IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter (described as a ¿black stripe¿) was found on a bd angiocath¿ plus IV catheter. There was no report of exposure, injury or medical intervention.